Event description:
It was reported that shaft break occurred. A 7.0mmx15mmx90cm express¿ vascular sd stent was selected for use to treat the target lesion. In an attempt of advancing the device, the physician could not introduce the stent delivery system (sds) into the guide catheter. The physician examined the device and figured out that the sds of the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds). There was blood between the balloon folds. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination revealed that there were numerous kinks throughout the shaft of the device. The shaft was not fractured, as reported. Microscopic examination inspection revealed no damage or irregularities to the stent. The outer diameter (od) of the stent was measured and meeting express sd specifications. Microscopic examination presented no damage or irregularities to the welds/bonds of the device. The guide catheter used in the procedure was not received with this device. A 7f mach1 was used for functional testing. The inner diameter (ID) of the guide catheter was measured. Functional testing was performed by loading the express sd catheter through the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. A 7.0mmx15mmx90cm express vascular sd stent was selected for use to treat the target lesion. In an attempt of advancing the device, the physician could not introduce the stent delivery system (sds) into the guide catheter. The physician examined the device and figured out that the sds of the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).